Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in pacing impedance measurements approximately one month post implant from 550 ohms to 1000 ohms. Eight months later the impedance measurement was at 1200 ohms. It was also noted that the shock impedance had increased slightly, but was still within normal range. Additional information was received that over 9 years later the rv lead pacing impedance continued to increase and reached 1800 ohms. A revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.